Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin continued to squirt during manaual prime. It was reported insulin continued to drip after motor stopped during priming. Customer's blood glucose was 100 mg/dl. Troubleshooting could not be performed as customer was not available with insulin pump.